Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (30, 31) occurred with multiple cartridges during basal delivery. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly, the customer continued to use the pump for insulin therapy, and had manual injection as alternate insulin therapy.